Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was high. The customer changed the cartridge, infusion tubing and site which resolved the occlusion. The bg level was lowered. As the occlusions had occurred in the past and the supplies to the pump had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.